Event description:
Related manufacturer reference number: 3006705815-2022-14443. It was reported the patient is experiencing ineffective stimulation due to a possible lead fracture. Surgical intervention may take place at a later date. It is unknown which lead maybe fractured, as such both leads are being reported.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.